Event description:
It was reported that this patient has had a history of previous inappropriate shocks. Patient received recent inappropriate shock due to t-wave oversensing. Reprogramming was discussed but the system is still programmed in the same vector at this time. No adverse events